Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment which resulted in post shock asystole. The device was started up at 20:18:41 on (B)(6) 2023. At 22:49:01 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf with motion artifact. At 22:49:38, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 23:16:42 on (B)(6) 2023.